Manufacturer narrative:
The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found to be both functional. A visual inspection of the device found there was some tissue built up. The ptfe pad (teflon pad) was inspected and found the teflon pad was lifted at the middle section of the jaw with metal exposed. The distal end of the device was inspected under a microscope and found evidence of charred marks on the probe tip unit. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the evaluation the cause for the damaged teflon pad was most likely due to no tissue or insufficient tissue between the probe and jaw at time when the device was activated. The IFU states the following: "should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section." "The probe tip, the tissue pad, and the grasping section of the thunderbeat instrument wear due to ultrasonic vibrations. An excessive wear occurs depending on the way of use during the procedure, which may cause accidental destruction or deterioration of coagulating, coagulating/cutting, sealing, or sealing/cutting performances. To avoid such an event, be sure to prepare a spare thunderbeat instrument, torque wrench, and stabilizer."

Event description:
The manufacturer was informed that the teflon pad on two different handpiece with the same lot number was damaged during a therapeutic oophorectomy. The devices were inspected prior to the procedure with no anomalies noted. While the doctor was performing the cut and seal, the teflon pad from the grasping section of two handpieces burnt off. There was no report of bleeding, or device fragment falling into a patient. The intended procedure was completed. There was no patient injury reported. This report is for device 1 of 2.